Event description:
It was reported that the pump shut off due to low battery and the pump time was incorrect, cause was unknown. Subsequently, the customer had an elevated blood glucose of 499 mg/dl and 0.1 mmol/l ketone level. Reportedly the customer felt unwell at school and firefighters were called who helped restart the pump and administered a bolus to treat the customer. Customer was then transported to the emergency room where they were treated. No additional details on the type of treatment received were provided. The customer was discharged a few hours later and there was no reported information regarding any long-term impacts to the customer. A nurse later reviewed the pump history and found that several low battery alarms were triggered prior to the event and that the customer did not charge the pump daily as recommended by the pump user guide due to losing the pump charging cable. The pump was found to be functioning normally, but a replacement pump along with a replacement charging cable was provided as a precaution. No additional information was provided.